Manufacturer narrative:
Title: weight regain after gastric plication: reoperative sleeve gastrectomy or roux-en-y gastric bypass?¿analysis of 116 consecutive cases. Source: obesity surgery (2020) 30:3982¿3987. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between february 2010 and september 2017, 116 patients underwent revisional surgery due to insufficient weight loss or weight gain. 72 patients had laparoscopic roux-en-y gastric bypass and 44 patients had sleeve gastrectomy. The stapler was used for both revisional procedures. Post-operative complications in the sleeve gastrectomy group included: 1 gastric leak, 1 hemoperitoneum (resulting in reoperation), 1 perigastric hematoma, and 1 intraabdominal abscess. Mortality was nil in both groups. The mean length of hospital stay (los) was 3.2 days ± 1.6 (range, 2¿8) in the rygb (roux-en-y gastric bypass) group and 2.9 days ± 2.2 (range, 1¿11) in the sg (sleeve gastrectomy) group, respectively.